Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and reported failure was confirmed. The instrument was found to have a blade broken 0.13" from the base. A piece approximately 0.0850"" x 0.458" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument broke during the self-inspection process. The customer used a spare instrument to continue with the procedure. No fragment fell into the patient. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc (isi) followed up with the site's nurse and obtained the following information regarding the reported event: the instrument was inspected, and nothing was noted out of the ordinary. The instrument did not collide with anything. No fragment fell inside the patient's anatomy. There weren¿t additional surgical procedures as a consequence of the issue. No post-operative tests, like an x-ray or ultrasound, were performed to check for remaining fragments.

Manufacturer narrative:
Intuitive surgical, inc (isi) followed up with the site's nurse and obtained the following information regarding the reported event on (B)(6) 2024: the instrument was inspected, and nothing was noted out of the ordinary. The instrument did not collide with anything. No fragment fell inside the patient's anatomy. There weren¿t additional surgical procedures as a consequence of the issue. No post-operative tests, like an x-ray or ultrasound, were performed to check for remaining fragments.

Event description:
Refer to h10/h11 for follow-up information.